Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one (1) unit of part number was received with its original packaging, in unused condition, and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. A hair is observed inside the packaging confirming the customer complaint. Functional testing was not performed as the complaint does not allege an issue with the products functionality. The most probable root cause is that the hair fell in during the packaging process and was not detected. A device history record (DHR) review showed not reported discrepancies during the manufacturing of the reported lot number. All mitigations in place are appropriate, however, awareness was made by the quality engineer to reinforce the inspection of contamination. The manufacturer will continue monitoring for future escalation. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Manufacturer narrative:
UDI in section and PMA/510k are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before opening the package, the customer found a hair in it. No patient injury reported.